Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The surgeon stated that he was having issues with rosa during the registration. One event was during the start up of registration for rosa. He stated that he had another issue where the arm would not connect after starting rosa and going into the registration screen. The robot had been standing idle for about 15 minutes before the registration tab was clicked. The surgeon stated that after he got through these issues the rest of the surgery went smoothly in guidance mode. Another communication error occurred when selecting the tools to place on rosa. A third issue occurred during the auto scan portion of the registration, the arm was moving for the scan and the robot simultaneously gave a communication error message and shut down. There were three surgeries performed, but it was not specified which issue occurred for each surgery. This report relates to the issues during the surgery dated (B)(6) 2017.

Manufacturer narrative:
It was reported that multiple shutdowns occurred during surgery. DHR review and review of complaint history did not identify any contributory factors to the event. It was not possible to investigate further on this event because no data was available for the reported event date, thus the failure of the device cannot be confirmed.